Event description:
The pt reported he was unable to charge his scs ipg and was receiving an ipg battery low warning from his pt programmer. Subsequently, the pt received a low energy replacement charging system. Additionally, surgical intervention will be taken at a later date to address the issue. Follow-up identified the pt did not use the replacement charging system due to being able to charge with the original charger; however, surgical intervention is still pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.